Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip tw was successfully implanted. A second mitraclip was advanced within the patient, while placing the second clip there was interaction with the implanted clip. The first clip had a single leaflet detachment (slda) and was no longer attached to the anterior leaflet. The second mitraclip was successfully implanted to provide stability. A third mitraclip was then implanted to further reduce the mr. The procedure was discontinued, the final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, the patient was declared deceased due to pre-existing renal failure unrelated to the mitraclip procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product quality issue. Based on available information, the reported incomplete coaptation and device damaged by another device are related to procedural conditions (interaction during positioning of another clip). The reported unrelated death was due to pre-existing renal failure and anuric condition and unrelated to the mitraclip device, per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.